Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a bad reaction when trying to reattach his infusion set. He said that he was taking about to take a shower and disconnected his infusion set but was unable to reattach it. His blood glucose went down to 43 mg/dl and he treated with glucose tablets and peanut butter sandwich on two pieces of bread. He declined low blood glucose troubleshooting. The insulin pump is not returning for analysis. The infusion set is returning for analysis.